Event description:
The customer reported that "she felt nothing when the cannula was supposed to insert". Upon inspection, neither the cannula nor the firing needle "show any indication of extending". She proceeded to wear the pod for four hours, during which time, her bg levels rose to 316 mg/dl. The pod was removed at this point and will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that het needle mechanism had not fired due to a mfg error: an internal component had been installed incorrectly which prevented the needle mechanism from deploying. Upon activating the pod, the user recognized that the cannula had not inserted, but proceeded to wear the device. The omnipod user guide instructs users to "check the infusion site after insertion to ensure that the cannula was properly seated" and warns "if the cannula is not properly seated, hyperglycemia may result". If user guide instructions were properly followed, the customer would have immediately deactivated the pod and applied a new one upon recognizing that the cannula had not inserted.